Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed.additional issues were identified during the device evaluation: due to the wear of the forceps elevator lever, the up/down knob could not be locked securely; the adhesive on the distal sheath was scratched; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the right or left knob was out of the standard value; the connecting tube had a scratch and wrinkle; due to the wear of the angle wire, the bending angle in the downward direction did not meet the standard value; due to the wear of the angle wire, the bending angle in the left direction did not meet the standard value; the bending angle in the right direction did not meet the standard value; connecting tube was snakelike; watertightness was lost due to deformation of the suction connector and the electrical connector; the universal cord had a wrinkle; due to wear on the angle wire, the play of the up/down knob was out of the standard value; and a crease was found on the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that after reprocessing, the evis gastrointestinal videoscope was identified as having a cracked distal end cover and a wrinkled insertion tube. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the suggested event was due to physical stress by hitting / dropping the distal end, chemical stress from used chemicals, etc. The definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: "evis gif type 2t240 operation manual warnings and cautions do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.